Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that during patient treatment, the respiratory rate increased. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was examined by our field service engineer. It was found functioning normally and no parts were replaced. The device logs were downloaded. Evaluation of the device logs showed that the pre-use checks prior to, and after, the reported event were successful. There are no technical alarms in the logs. Evaluation of the event logs confirmed the alarms for high respiratory rate and also a few alarms for low expiratory minute volume and low and high peep (positive end expiratory pressure) . The cause for the respiratory rate increase has not been determined but the cause for this alarm can be, e.g. Triggered by the patient or, by the ventilator, or by the parameter and alarms limit settings. Trigger sensitivity determines the level of patient effort needed to trigger the ventilator to inspiration (a new breath) . The sensitivity is set as high as possible without triggering by the ventilator. Trigger sensitivity can be set as flow triggering or pressure triggering. Triggering by the ventilator can be caused by leakage. A leakage will be perceived as a breathing need by the patient and, this will trigger the ventilator to give an extra breath. Leakage will be detected by the low minute volume alarm limit. We are unable to determine the cause for the reported problem but our conclusion is that there was no technical ventilator failure at the time of the reported problem. This is supported by the successful pre-use checks and that there were no faults found during investigation onsite.